Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/23/2015. The fse found dried diluent from the probe wipe and replaced the probe wipe and the instrument ran without any leaks. He also found a dirty vic and he replaced the vic to address the problem. He also found worn tubing at pinch valve lv8. He replaced the tubing at lv8 to address the worn tubing. The repairs were verified per established service procedures. (B)(4).

Event description:
While the field service engineer (fse) was troubleshooting an unrelated event, the fse discovered a fluid leak from a coulter ac t diff 2 analyzer. The volume of the leak was unspecified. The leak was contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The fse also discovered a dirty vacuum isolation chamber, vic, and worn tubing at pinch valve lv8. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.